Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. A photograph was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.